Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pegasus¿ safety closed IV catheter system had damaged product during use issue. The following information was provided by the initial reporter : the patient in the CT room of radiology department for breast enhancement examination had an implanted indwelling needle before examination and after no discomfort the needle was extracted with no resistance. However the catheter tube was found to be incomplete after extraction. Patient then complained that arm was painful and had a foreign body sensation.

Event description:
Duplicated with pr#(B)(4).

Manufacturer narrative:
Followin the submission of the initial MDR, it was determined that this complaint was a duplicate of pr#(B)(4) and should be cancelled. The MDR associated with this complaint will be void.